Event description:
It was reported that patient underwent a knee arthroplasty procedure utilizing an offset tibia tray adaptor on (B)(6) 2012. During the procedure, the surgeon was unable to fit the adaptor into the adaptor handle. Another offset tibia tray adaptor was used to complete the procedure; however, a thirty minute delay occurred as a result.

Manufacturer narrative:
Evaluation of another device confirmed reported condition. Decision was made to recall based on an operator issue that was determined as part of an internal investigation. (B)(4).